Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The death was not considered to be device related and it operated as expected. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU lists neurological events (not stroke related) and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had enterococcus bacteremia that was thought to be line related from dialysis catheter. The patient also had elevated international normalized ratio (inr) of 4, headache, and altered mental status. Head computed tomography (CT) revealed subarachnoid hemorrhage. Lvad support was discontinued and the patient passed away.